Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components - reason not reported.

Manufacturer narrative:
The complaint products were not returned for analysis. The condition of tibial loosening was not confirmed. The frequency of occurrence ranking is very low; therefore, this does not appear to be a design issue. The company is not aware of any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named device was accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision due to loosening reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of the tibial component. However, this cannot be confirmed because the component was not returned for evaluation, and no x-rays were provided. . Patient clinical risk factors include cardiac diseases, diabetes and a neuromuscular disorder. Cardiac diseases and diabetes are known to inhibit healing of tissue and bone, neuromuscular disorders are known to cause biomechanical stressors on joints. In a review of the labeling - it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. Information has been requested, there is no new information provided.

Event description:
It was reported that a patient had a left knee revision due to tibial loosening of the tibial component only. The cement used was another manufacturers product. No other patient or event information is provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-0204 and 1038671-2018-0205.